Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant replacement.

Event description:
Patient representative reported left side "ruptured" and textured implant replacement. Device remains implanted.